Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Results: no picture or sample available at this point to evaluate the incident. Sample is required to confirm/discard this kind of problems. Complaint trending review of this lot and issue reveals no other complaint. For product family, issues with damaged tubing was reported but unconfirmed last time on (B)(6) 2017. No issues detected from manufacturing process, maintenance or calibrated instruments. Issue previously reported but unconfirmed for associated q-syte product family. The complaint rate remains at historical levels as observed on records. No trending observed. Conclusion bd was not able to duplicate or confirm the customer¿s indicated failure mode. Customer reported problems with tubing blast; however no sample was available for evaluation which is essential to perform a better investigation. The way to damage the tube is omitting the IFU recommendations. Internal rejects database was consulted for damaged tubing and no issues related have been reported/detected. It is important to mention that q-syte product should be used for infusion therapy only. Always refer to IFU for product usage recommendations. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Based on investigation results to date, root cause for manufacturing process cannot be determined. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. (B)(4).

Event description:
It was reported that during a scan using a bd q-syte¿ luer access site with 6 in. Standard bore extension set, the device ¿exploded.¿ there was no report of injury or medical intervention.